Manufacturer narrative:
Date sent to the FDA: 9/17/2024. H6: appropriate term / code not available (e2402) utilized to capture ileus with distention. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr (B)(4) submitted for adverse event which occurred on 6/11/2012. Submitted for adverse event which occurred on 11/26/2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2012 during which the surgeon noted the mesh failed to prevent hernia recurrence and was partially removed. Dense adhesions to the mesh were also noted. There was one segment in the right lower quadrant where the small intestine was intimately adherent to the mesh. It was reported that the patient experienced pain and bulging. It was reported that the patient underwent repair of epigastric incisional hernia with mesh on (B)(6) 2012. It was reported that the patient experienced swelling, nausea, vomiting, ileus with distention and discomfort. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/17/2024. Corrected information: e1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.